Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09apr2020.

Event description:
The customer reported the error relief valve opens. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 11jun2020; b4: 12jun2020. The service technician confirmed replacing the exhalation filter resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.